Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer who indicated that the patient used a walker and walked slow since (B)(6) 2015 due to a broken neck (no further details provided). The patient had a neurostimulator implanted on (B)(6) 2015 because it was thought that the pump never really worked after it was implanted. The trial had worked great but not the implant. The ¿small cannula of micropores would come out of the catheter¿ and it was getting clogged by the ¿proteinous¿ fibers floating around in the patient¿s spinal fluid. The patient had charcot-marie-tooth disease that caused the issues and resulted in two catheter revisions ((B)(6) 2015 and (B)(6) 2016; see mfg report #3007566237-2016-00825). The patient¿s pump medication had been increased since (B)(6) 2014 to the present date to help the patient reach a therapeutic dose. The patient had three pumps (conflicting information) that the healthcare provider replaced because they did not have any faith in the pump. The pump would work during the first day or two following the implant, but then a replacement revision occurred because ¿they clogged up.¿ it was noted that the catheters were replaced along with the pump during each revision ((B)(6) 2015 and (B)(6) 2016).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump was not functioning and the catheter was occluded. The issues were determined in (B)(6) 2015 and a surgery was performed in (B)(6). The pump was infusing baclofen (unknown) and dilaudid (hydromorphone). No patient symptoms were reported. Additional information was received from a healthcare provider (hcp) via a company representative. A dye study was performed on (B)(6) 2015. The patient had a catheter revision that was successful. The catheter was replaced on (B)(6) 2015. Since then the patient had other surgery due to health problems and was currently in a nursing home. The pump was functioning properly. The patient's medical history includes pain.